Event description:
The pt used the suspect device to check their blood glucose and obtained a reading of hi. They took insulin and did not eat. Three hours later they checked their glucose on the suspect device again and the level was 197 mg/dl. They had hypoglycemic symptoms. Paramedics were called and they checked pt glucose and the level was lo and 41 mg/dl. They were taken to the hosp. Treatment received is unk. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.